Manufacturer narrative:
During use of an outback, the distal tip separated after encountering difficulty to go over the iliac bifurcation. The device advanced through the sheath but would not advance over the bifurcation of the iliacs. Physician ¿tried and tried¿ to advance the outback over the bifurcation but it just would not go. He then removed the device from the sheath and noticed that the tip of the outback broke off inside the sheath. The separated distal tip was retrieved without injury to the patient. The patient was referred for bypass treatment. There was no damage to the outback device noticed prior to opening the package and appeared normal before the procedure. The device was visually inspected, opened and prepped in a sterile manner according to the IFU. All the specified ports were properly flushed and flushed again after 30 seconds as indicated in the IFU. The cannula actuated smoothly. The physician was very experienced in the use of the device. The target lesion for the procedure was the sfa. The outback was advanced over a .014 luge wire through a 6f ansel sheath. The difficulty was noted while advancing the outback through the sheath at the point of the bifurcation. The needle was fully retracted prior to removing the catheter and there was no damage to the wire. One non-sterile catheter outback was received coiled in a plastic bag. Distal tip was found separated from the rest of the catheter. No other damages were noted. Sem results showed that cannula outer surface did not showed evidence of anomalies which could have influenced on the separation of the ribbon wire. After the removal of the outer ring, it could be observed that a section of the ribbon wire was attached to the cannula inner ring. The soldering points on the ribbon wire were clearly observed. In addition, the fracture end for the ribbon wire presented evidence of smeared areas which suggest external manipulation. As per the observed conditions, it is very feasible that the sample underwent external manipulation prior to the separation of the ribbon wire. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Based on the information available for review, there are possible vessel characteristics and procedural factors (attempts to cross device over the iliac bifurcation) that may have contributed to this event. However, an investigation has been initiated to evaluate this issue.

Event description:
During use of an outback catheter it was reported that when the physician advanced the device over a .014 luge wire through a 6f ansel sheath the device would not advance over the bifurcation of the iliac¿s through the sheath. Physician tried and tried to advance the outback over the bifurcation but it just would not go. He then removed the device from the sheath and noticed that the tip of the outback broke off inside the sheath. He was able to retrieve the tip and saved both the device and the tip. Physician then chose to end the procedure and closed with an exoseal vcd. There was no patient injury and the patient is now scheduled for a bypass procedure. The device was visually inspected, opened and prepped in a sterile manner according to the IFU. The age and gender of the patient is unknown. The physician was very experienced with using the device.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant devices - .014 luge wire (boston scientific), 6f ansel sheath (cook medical).